Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err hwbat. No additional patient or event information is available. The device was visually inspected and no defects were found related to the complaint. They attempted to charge the receiver but it would not hold a charge so no download of the log was available. The device was opened for further evaluation and moisture damage was found. The complaint was not confirmed. The root cause could not be determined.